Event description:
It was reported that the customer's insulin pump was cracked. His blood glucose was 149mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: unit received with broken reservoir tube lip. Unit received with minor scratched lcd window. The reservoir tube lip o-ring found in place. (B)(4)